Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside insulin pump noted.

Event description:
The customer reported that the insulin pump was alarming button error since the day before, and the device has been exposed to moisture when it was splashed with water. The blood glucose reading was 99mg/dl. Advised the caller to discontinue the use of the device and revert to a back-up plan. No further information was provided.